Event description:
It was reported that the procedure was cancelled due to laser console was unable to engage. Patient was stable under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.